Event description:
Patient revised for a loose femoral component.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the report event based on the information provided. Provided information stated, the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.